Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of implant. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2015) is considered to be a best estimate. This supplemental emdr represents the ventralex st (device #1) additional emdr was submitted to represent the ventrio st (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch and ventralight st. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch which was implanted on (B)(6) 2015. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with ventral hernia thereby underwent open repair with implant of ventralex st (device #1). Per operative notes,¿ the hernia sac was identified and excised. The hernia defect was placed with ventralex st and sutured.¿ (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of ventrio st (device #2). Per operative notes, ¿ the hernia sac was encountered and dissected and ventrio st mesh was placed and sutured.¿ (B)(6) 2018 - patient was diagnosed with recurrent incisional hernia thereby underwent robotic assisted laparoscopic repair with implant of two ventralight st (device #3 and #4). Per operative notes, ¿ the adhesions were removed. The hernia defect was noted in middle of the mesh in the lower half and larger defect in upper half. The mesh in the upper half (device #1) was folded over itself and removed in piecemeal fashion and lower mesh (device #2) was adherent. The ventralight st mesh (device #3) was placed in upper defect and another ventralight st mesh (device #4) was placed in lower defect and sutured."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch and ventralight st. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch which was implanted on (B)(6) 2015. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.